Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the positive culture event could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, the device was not returned to olympus for evaluation and the reported event could not be confirmed, as the scope was not microbiologically tested. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer confirmed that the scope is stored in a simple cabinet. The customer did not specify the exact steps taken during the cleaning sterilization and disinfection (cds) processes performed at the facility. At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted. Related complaint: (B)(6) evis exera iii gastrointestinal videoscope, serial number (B)(6).

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for microbial contamination. The scope was sampled once. During the sampling, the scope tested positive for 1 colony forming units (cfus) of staphylococcus hominis and 1 cfus of carynebacterium mucifaciens. The issue was found at reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.